Event description:
Allegedly, mom case. Non-mpo cup, liner and screws went in, and our head and neck were used (mpo). Components not revised: profemur plasma z stem sz3: pha0-0264; lot number: 117496065. Cultures taken, left hip.